Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed; however, the pad was found to be worn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when the seal and cut was output, there was nothing being held between the gripper and the probe (including after the tissue had been cut), which caused the tissue pad to wear out. It is likely that only part of the pad melted and collapsed, because it was pinched in place when the power was output. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tissue pad on the subject device was peeled off. This issue was identified during a therapeutic upper gastric body resection procedure that was able to be completed using a similar device. There were no reports of patient harm.